Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the trocar balloon, lock collar, valve seal and doors appeared intact. The obturator and inflation syringe were not received. An insufflation bulb was received. Pmv performed functional testing which noted that the balloon was inflated using a pmv testing syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during left inguinal hernia laparoscopic procedure, first balloon physically broke and the second balloon did not inflate . One of the balloons failed to deploy in the inguinal space, while another balloon was blown up and popped. Another structural balloon was used to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors appeared intact. The obturator and inflation syringe were not received. An insufflation bulb was received. Pmv performed functional testing; the balloon was inflated using a pmv testing syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the current complaint data reveals no trend for a device related failure for this condition. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.